Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the vns patients programming history it was discovered that a faulted system diagnostics test performed on (B)(6) 2008 changed the patient's settings to system diagnostic test settings. No final interrogation was performed before the patient left the office visit and the patient presented at the next visit on (B)(6) 2008 at the incorrect settings of output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. The patient was then programmed to higher settings of output=1ma/frequency=25hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. It wasn't until (B)(6) 2009 that the patient's normal mode off time had finally been changed to a more efficacious setting; output=1.75ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=2ma/magnet pulse width=500usec/magnet on time=30sec. Training was provided to the physician of the need to perform a final interrogation before the patient leaves the clinic visit in order to ensure that the patient is at the correct settings.